Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump turned off by itself. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be depressed battery pins on the rear case. The rear case will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off during power up in the c area department. There was no patient involvement. No additional information is available.